Manufacturer narrative:
Philips service replaced the host pc, installed the license, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the host pc failed to boot on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.